Event description:
According to the reporter, in a laparoscopic colectomy, during transverse colon resection, after the first firing on the oral side with maximum bending, an unusual noise was heard when straightening out the device, but the stapling was performed without any problems. Before the end of the procedure, a fragment believed to be part of the reload was found and collected during abdominal irrigation. It was stated that two reloads were damaged. There was no patient injury. Igharj2 07nov2024 pli 70-90 products were received without accompanying information.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown); egia45amt, egia45amt egia 45 artic med thick sulu, (lot # unknown); sigphandle, sig power sigphandle handle, (lot # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown); sig30amt, tri 2.0 sig30amt 30 med thk 12mm, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic colectomy, during transverse colon resection, after the first firing on the oral side with maximum bending, an unusual noise was heard when straightening out the device, but the stapling was performed without any problems. Before the end of the procedure, a fragment believed to be part of the reload was found and collected during abdominal irrigation. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo(s) noted four images of a reload blowout plate. The reload was not visible in the returned images. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.